Event description:
It was reported that during a implant procedure, the physician was unable to unscrew the header to fit the lead and was described as a obstruction. A new device was used and procedure was completed. The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.